Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d9, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the most probable cause of the reported malfunction is traced to an unspecified component failure. The root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had no image, just a black screen. The issue occurred during preparation for use and before the patient was in the room. There were no reports of patient involvement.